Manufacturer narrative:
The customer stated that the pipette was damaged and caused erratic results. They replaced the pipette which resolved the problem. They have not had any further issues and they are operational.

Event description:
The customer reported false negative and falsely depressed leukocyte results on the clinitek atlas when compared to manual microscopic results. There was no report of injury due to this event.